Event description:
It was reported that while the stimulation was turned on, it had been increasing on its own to 3.60 since (B)(6) 2015. The patient stated she does have adaptive stimulation. It was recommended the patient contact her doctor to have programming checked. There were no symptoms reported. There was no outcome reported.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).